Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: not applicable as the lens remains implanted. Date of manufacture: unknown, as serial # was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was complaining of severe starbursts and the doctor is considering doing a lens exchange. The patient had bilateral symfony lens implants. No further information provided.

Manufacturer narrative:
Additional information received reported that the intraocular lens (iol) zxt225 (serial number (B)(4) was implanted on (B)(6) 2017 into the left eye of a male patient. On 6/14/2018 the patient reported severe starbursts that prevented him to drive at night. The iol was explanted on (B)(6) 2018 and a non-johnson & johnson lens was implanted as a replacement. No incision enlargement, no vitrectomy was performed and no patient injury occurred. Reportedly, following the iol exchange, the starbursts were resolved and the patient was able to drive at night. The following fields were updated: date of birth: (B)(6) 1950. Gender/sex: male. Date of event: 6/14/2018. Brand name: updated from tecnis symfony to tecnis symfony toric. Model #: zxt225, catalog #: zxt225u245, serial #: (B)(4), UDI#: (B)(4), expiration date: 7/20/2022. If implanted; give date: 9/19/2017. If explanted; give date: 9/4/2018. Date of manufacture: 7/20/2017. The product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information received on 08/13/2018 and 08/24/2018 indicated that the doctor confirmed that the explant has taken place; however, details were not provided. The following field was updated based on the new information received: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.